Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 25, 2022.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on september,06,2022.

Manufacturer narrative:
Correction: the correct date of explant was (B)(6) 2021; not (B)(6) 2022 as previously reported. Device analysis report attached. This report is submitted on may 29, 2023.